Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately 2 years post implantation due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.